Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported via regulatory agency I have silicone breast implants. Capsular contracture" baker grade unknown, "diagnosed with lcis and atypical hyperplasia (ndr), "brain fog" (ndr), chest pain, back pain, extreme fatigue" (ndr), and anxiety. This record is for the left side. The device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient later also reported a rupture. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported via regulatory agency " I have silicone breast implants. Capsular contracture" baker grade unknown, "diagnosed with lcis and atypical hyperplasia" (ndr), "brain fog" (ndr), "chest pain, back pain", "extreme fatigue" (ndr), and "anxiety". Patient reported via regulatory agency "capsular contracture baker grade IV". This record is for the left side. The device has been explanted.

Event description:
Patient reported, via regulatory agency. "Capsular contracture, baker grade IV".